Manufacturer narrative:
This event was reported to the manufacturer through the (B)(6) registry. Based on internal clinical assessment the event was determined to be valve related. Device disposition not presently known.

Event description:
A mitroflow dla21 was implanted on (B)(6) 2014 via median-sternotomy. The patient had previous cardiac surgery. On (B)(6) 2016, the patient exhibited structural valve deterioration with to leaflet stiffening due to calcification resulting in stenosis.

Manufacturer narrative:
The partial manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla21, s/n # (B)(4), were pulled and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla21 mitroflow aortic pericardial heart valve at the time of manufacture and release. As the device was not available for analysis, no device investigation could be performed. However, based on the document review conducted, no manufacturing deficits were identified. Based on the clinical information available, the patient has diabetes and is therefore at elevated risk for svd; however, as the device was not available for analysis, it cannot be confirmed whether this event was related to patient factors. Device not available for return.

Event description:
A mitroflow dla21 was implanted on (B)(6) 2014 via median-sternotomy. The patient had previous cardiac surgery. On (B)(6) 2016, the patient exhibited structural valve deterioration with to leaflet stiffening due to calcification resulting in stenosis. A redo avr was subsequently performed.